Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. An evaluation was performed on (B)(4) 2014. Received four unused i.d 7.5mm, catalog#: 61110075 endotracheal tubes with frosty balloons, fitted with pp connectors of corresponding sizes and tubes marked as per (B)(4) specification. Products fitted with pvc bullet valves with pilot balloons printed with sizes identification 7.5 mm and (B)(4). The products were rec'd in sealed (B)(4) preprinted blister pack and affixed with label. The samples were tested on (B)(4) 2014. The samples were inspected and the observations are as follows: one unit was confirmed for foreign substance in package; one unit confirmed for stain on product and one unit confirmed for package torn/broken. Review of the assembly record did not reveal any signs of the associated defects detected during the 100% light test. Based on the analysis of the returned samples provided it was found that three out of four units returned were not meeting our inspection criteria. However, this complaint issue has been investigated to address the confirmed complaint and documents in the CAPA system. No add'l patent/event details have been provided to date. Should add'l info become available a f/u report will be submitted.

Event description:
It was reported that during incoming inspection "found contamination on package".